Event description:
In 2002 the patient underwent an hto procedure and the doctor applied an external fixator for treatment. In 2003 the patient presented at follow-up with premature consolidation of the osteotomy site. The doctor noticed that the compression/distraction module on the external fixator was not functioning correctly (would no longer maintain distraction level), and the patient mentioned that they had heard a noise from the cd module a couple of weeks ago. The doctor took the patient back into the or 2 days later and performed a reosteotomy and replaced the broken cd module.